Event description:
It was reported that the device was explanted after an implanted duration of zero days. The device was explanted and switched to a replacement valve. No further details were provided. Information learned from implant pt registry.

Manufacturer narrative:
Device not returned.